Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of intestinal perforation ('perforation\ (other) please describe and state the location of the perforation: bowel'), device breakage ('device breakage') and genital haemorrhage ('abnormal bleeding') in a female patient who had essure (batch no. 922609) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced intestinal perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), mood swings ("psychiatric problems condition: mood swings,"), depression ("psychiatric problems condition: depression,"), anxiety ("psychiatric problems condition: anxiety"), sciatic nerve injury ("neurological conditions or problems type: sciatic nerve"), back pain ("lower back pain"), fatigue ("fatigue"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: irritable bowel syndrome") and arthralgia ("joint aches pain"). The patient was treated with surgery (hysterectomy (partial) salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2018. At the time of the report, the intestinal perforation, device breakage, genital haemorrhage, vaginal haemorrhage, menorrhagia, mood swings, depression, anxiety, sciatic nerve injury, back pain, fatigue, irritable bowel syndrome and arthralgia outcome was unknown and the pelvic pain had resolved. The reporter considered anxiety, arthralgia, back pain, depression, device breakage, fatigue, genital haemorrhage, intestinal perforation, irritable bowel syndrome, menorrhagia, mood swings, pelvic pain, sciatic nerve injury and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received reporter information, lot no was added. New event added vaginal bleeding, menorrhagia, mood swings, , anxiety, depression, sciatic nerve, device breakage, low back pain, fatigue, irritable bowel syndrome, joint ache and pt updated perforation nos to perforation bowel. Severity added low back pain, pelvic pain. Outcome added pelvic pain and lab test was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of intestinal perforation ('perforation\ (other) please describe and state the location of the perforation: bowel'), device breakage ('device breakage') and genital haemorrhage ('abnormal bleeding') in a female patient who had essure (batch no. 922609) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced intestinal perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), mood swings ("psychiatric problems condition: mood swings,"), depression ("psychiatric problems condition: depression,"), anxiety ("psychiatric problems condition: anxiety"), sciatic nerve injury ("neurological conditions or problems type: sciatic nerve"), back pain ("lower back pain"), fatigue ("fatigue"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: irritable bowel syndrome") and arthralgia ("joint aches pain"). The patient was treated with surgery (hysterectomy (partial) salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2018. At the time of the report, the intestinal perforation, device breakage, genital haemorrhage, vaginal haemorrhage, menorrhagia, mood swings, depression, anxiety, sciatic nerve injury, back pain, fatigue, irritable bowel syndrome and arthralgia outcome was unknown and the pelvic pain had resolved. The reporter considered anxiety, arthralgia, back pain, depression, device breakage, fatigue, genital haemorrhage, intestinal perforation, irritable bowel syndrome, menorrhagia, mood swings, pelvic pain, sciatic nerve injury and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jul-2019: quality safety evaluation of ptc(product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of intestinal perforation ('perforation\ (other) please describe and state the location of the perforation: bowel'), device breakage ('device breakage') and genital haemorrhage ('abnormal bleeding/abnormal bleeding (general)') in an adult female patient who had essure (batch no. 922609) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menometrorrhagia, dysmenorrhea and dysfunctional uterine bleeding. Concurrent conditions included musculoskeletal pain and bloating. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced intestinal perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), mood swings ("psychiatric problems condition: mood swings,"), depression ("psychiatric problems condition: depression,"), anxiety ("psychiatric problems condition: anxiety"), sciatic nerve injury ("neurological conditions or problems type: sciatic nerve"), back pain ("lower back pain"), fatigue ("fatigue"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: irritable bowel syndrome"), arthralgia ("joint aches pain"), nausea ("nausea") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (partial) salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2018. At the time of the report, the intestinal perforation, device breakage, genital haemorrhage, vaginal haemorrhage, menorrhagia, mood swings, depression, anxiety, sciatic nerve injury, fatigue, irritable bowel syndrome, arthralgia and nausea outcome was unknown and the pelvic pain, back pain and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, arthralgia, back pain, depression, device breakage, fatigue, genital haemorrhage, intestinal perforation, irritable bowel syndrome, menorrhagia, mood swings, nausea, pelvic pain, sciatic nerve injury and vaginal haemorrhage to be related to essure. The reporter commented: do you claim that essure worsened a previously existing injury/condition? Yes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain, device breakage and arthralgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: ppf received. Added event abdominal pain. Updated outcome of event abdominal pain, pelvic pain from unknown to recovered/resolved. Back pain from recovering/resolving to recovered/resolved. On 26-nov-2019: reporter's information was added. No new significant information. Fu 8 & fu9 process together. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of intestinal perforation ('perforation\ (other) please describe and state the location of the perforation: bowel'), device breakage ('device breakage') and genital haemorrhage ('abnormal bleeding/abnormal bleeding (general)') in an adult female patient who had essure (batch no. 922609) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menometrorrhagia, dysmenorrhea and dysfunctional uterine bleeding. Concurrent conditions included musculoskeletal pain and bloating. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced intestinal perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), mood swings ("psychiatric problems condition: mood swings,"), depression ("psychiatric problems condition: depression,"), anxiety ("psychiatric problems condition: anxiety"), sciatic nerve injury ("neurological conditions or problems type: sciatic nerve"), back pain ("lower back pain"), fatigue ("fatigue"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: irritable bowel syndrome"), arthralgia ("joint aches pain") and nausea ("nausea"). The patient was treated with surgery (hysterectomy (partial) salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2018. At the time of the report, the intestinal perforation, device breakage, genital haemorrhage, vaginal haemorrhage, menorrhagia, mood swings, depression, anxiety, sciatic nerve injury, fatigue, irritable bowel syndrome, arthralgia and nausea outcome was unknown, the pelvic pain had resolved and the back pain was resolving. The reporter considered anxiety, arthralgia, back pain, depression, device breakage, fatigue, genital haemorrhage, intestinal perforation, irritable bowel syndrome, menorrhagia, mood swings, nausea, pelvic pain, sciatic nerve injury and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain, device breakage and arthralgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs and mr received- event "nausea", lab data, medical history, new reporters were added. The outcome of event lower back pain was updated from unknown to recovering/resolving. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("pain"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the perforation, genital haemorrhage and pelvic pain outcome was unknown. The reporter considered genital haemorrhage, pelvic pain and perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of perforation ("perforation") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("pain"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the perforation, genital haemorrhage and pelvic pain outcome was unknown. The reporter considered genital haemorrhage, pelvic pain and perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.